Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One r2p sheath was returned for product evaluation. The sample was subject to visual analysis. There are kinks along the sheath 0.6-0.7cm, 5.5-5.6cm, 8.3-8.5cm, and 10.8-11.1cm from the sheath hub. One introducer sheath was returned with the r2p sheath and was used during the same procedure but is not related to the complaint. The complaint can be confirmed for kinking of the sheath. The exact root cause cannot be determined. The likely root cause is the sheath was kinked during insertion into the artery. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the when the r2p destination sl guiding sheath was placed at the intended site, the proximal portion of the sheath kinked. It was possible that a fingernail had dug into the sheath or torque had been applied during pull-push manipulation. As the kink occurred in the extracorporeal portion of the guiding sheath and did not affect its use, the procedure was continued using the guiding sheath. Subsequently, the procedure was successfully completed. There is not a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The estimated blood loss was less than 250cc. The reported event did not result in patient injury and/or require medical or surgical intervention. There were no other devices or equipment used with the reported product.